Event description:
The complainant reported the patient was on impella cp support and there were continuous suction alarms. An echocardiogram revealed a left atrium appendage clot. The pump was removed. Additionally, after the pump was pulled into the aorta, the patient complained of blurry vision in their left eye. A stroke alert was initiated. The stroke was not confirmed and treatment is unknown. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Manufacturer narrative:
The investigation for the low pump flow, thrombus, and stroke has been completed. Data logs confirmed the failure mode and clinical narrative. Logs showed after pump started and run for about 70 hours, motor current (mc) suddenly spiked followed low flow that triggered auto suction response and suction alarms. This event remained to the rest of the case. Product was not returned for review. Based on clinical description and data review, the root cause of low flow was most likely due to biomaterial ingestion. The root cause of thrombus and the stroke could not be determined without any additional information.